Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00322.

Event description:
The customer reported imprecision, falsely elevated troponin I (access® accutni) patient results involving the access® accutni reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. This report is one of two referencing the patient on the event date noted. An initial result of 0.20 ng/ml was obtained. The patient's sample was reanalyzed, on the same instrument, and generated results of 0.27 ng/ml and 0.80 ng/ml, respectively. The customer reported the result of 0.20 ng/ml to the physician. There was no patient injury or change in patient treatment associated with this event. The customer stated system checks and precision test results had been within specifications. Quality control is performed once daily and was performed following the event which was within range. The customer indicated patient samples, with elevated results, are automatically analyzed in duplicate. There were no instrument issues noted. The customer had sent questioned samples to an alternate facility for analysis and noted the results correlated with the original values. The patients' samples were collected in 13x100 mm becton dickinson (bd) lithium heparin plastic separation tubes (pst) with gel and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. Patient samples are analyzed from the primary tubes through the closed tube aliquoter (cta). The instrument was in normal operation.